Manufacturer narrative:
The subject device has not been returned to omsc, but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device tested positive continuously twice during microbiological culturing tests at the user facility. Microbes detected during the test were as follows; on (B)(6) 2018. The subject device tested positive for unspecified microbes (146cfu / endoscope). On (B)(6) 2018. Suction channel tested positive for unspecified microbes (1cfu / endoscope). Air/water channel tested positive for unspecified microbes (3cfu / endoscope). Auxiliary channel tested positive for unspecified microbes (29cfu / endoscope). The subject device had been reprocessed with a non-olympus automated endoscope reprocessor (wassenburg wd440) using peracetic acid. There was no report of infection associated with this report.